Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had possible over delivery. The customer had low blood glucose. Troubleshooting was done for low blood glucose. Based on customer response they alleged insulin pump was over delivering because diabetic educator was told them the carbohydrate ratio were correct. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.